Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and customer did not receive field correction notice. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, to place pump into storage mode, and to return malfunctioning pump to tandem within 10 days using provided materials, while tandem technical support confirmed contact and shipping details, arranged shipment of replacement pump with different software version, and advised customer to reprogram pump settings and reconnect cgm on replacement device.